Manufacturer narrative:
Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator was seen in office last week with concerns about experiencing a burning sensation at their ins site. The patient also noted that the therapy never worked. The patient has an in-person visit scheduled for the end of july, but also noted that they lost their charging puck last september. The patient agreed to receive a new charging puck, but later stated that they wanted the device removed and expressed concern that the burning sensation could have been caused by an infection. Their physician was notified and stated that a follow up would be scheduled. The patient did not want to troubleshoot their device. There were no additional patient complications. It was not confirmed if the patient had an infection or not. The patient had their device explanted.